Manufacturer narrative:
We have requested the case summaries and operative notes along with all relevant films from the end-user, upon receipt of the requested information we will conduct a thorough investigation and summarize our findings in a follow-up report.

Event description:
Based on the incident narrative supplied, the end-user attempted to close a pfo and a small fenestration with a 28mm cardioseal. After deploying the left atrial disc, which was close to reaching the fenestration, the right atrial disc was deployed, hoping it would flatten out and cover the fenestration, this wasn't the case. With the implant still attached to the delivery system, a percutenous attempt to retrieve the device was undertaken. The device was captured into the 11f transeptal sheath; in addition, one arm on the device was captured with a gooseneck snare. The implant disconnected from the delivery system, while attempting to pull implant into the 11fr transeptal sheath. With the device still attached to the snare, it was pulled down to the back loaded 14fr. Recovery sheath. The end-user noted the device was too distorted, which resulted in difficulties capturing it fully into the 14 fr. Recovery sheath. The device got disconnected from the snare, lodging between the vein and the skin at the puncture site, while attempting to pull the device and 14 fr sheath out of the patient. A vascular surgeon was called to remove the device; the surgical procedure to remove the device from the puncture site was uneventful. Subsequent attempt to close the defect with a 35mm device from a different manufacturer failed. A third attempt was successful; the defect was closed with a 25mm device from aga medical.